Event description:
Same case as MFR# 2134265-2013-01954. It was reported that during a stenting treatment procedure, a guide wire fracture occurred. The approximately 17cm target lesion was located in the non tortuous and non calcified superficial femoral artery. Stenosis was noted to be both distal and proximal in the lesion. It was further noted that a dissection had occurred "following a friction". Pre-dilation was performed with a 5x100 non bsc balloon and the 7x200x130 innova stent was selected to treat both the stenosis and the dissection. Utilizing a contralateral approach, the innova stent was advanced over the starter guide wire. Approximately 10cm of the stent was deployed without issue using the thumbwheel. While continuing deployment, the pullgrip became stuck. When removing the guide wire, the stent stretched and the guide wire tip fractured about 10cm into the artery. The wire tip was removed with a loop. The remainder of the stent was deployed manually. The innova delivery device was able to be removed through the 6f 45/10 sheath, which was noted to be damaged. At procedure end, the stent was stretched up to the common femoral artery and was approximately 25-30cm in length. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).